Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Further investigation revealed aortic bioprosthetic valve exhibited deterioration, presenting with stenosis and regurgitation. The valve was explanted and replaced with a pericardial valve. Patient tolerated procedure well and reported to be in stable condition post-operation.